Event description:
It was reported that there was a burnt smell from the unit. There were no error codes being displayed. There was no patient involvement at the time of the event.

Manufacturer narrative:
The device has not been returned but was inspected and serviced by a field service engineer. This inspection determined that the lpu fan was not working. This could have caused the reported clinical observation. Following replacement of the lpu fan, the device is operating as intended. Since an expected or random component failure was identified without any design or manufacturing issue identified, the most probable cause of cause traced to component failure is selected for the complaint.

Event description:
It was reported that there was a burnt smell from the unit. There were no error codes being displayed. There was no patient involvement at the time of the event.